Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call indicating air bubbles in reservoir and tubing. Customer's blood glucose was 242 mg/dl. Troubleshooting did not resolve the issue. Advised customer to replace infusion set and reservoir. Replacement reservoir and infusion set will be sent to customer. No product is expected to return.